Event description:
The customer reported "the filter is in place on the exhale branch of the patient's respirator. The patient suddenly desature, because he can't exhale.". The filter was changed and the patient's oxygen saturation quickly rised. At the time of this report the customer reported the patient was "out of the resucitation unit, and in continuous monitoring unit".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was wet. Drop testing could not be conducted as the sample was returned wet. This issue may happen due to the accumulation of condensation or secretions during use. The instructions for use (IFU) mentions to position the patient side connector of the filter higher than the et connector to avoid accumulation of secretions. In addition, moisture should not be added to the hme. Replace filter immediately if soiled with secretions or otherwise obstructed. In the current manufacturing procedure, 100% leak testing and drop test sampling is conducted at the assembly area; thus, any defective product would be detected prior to release. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint that the filter was blocked could not be confirmed. It was determined that the filter was assembled correctly and drop testing could not be conducted as the sample was wet. The reported failure may happen due to the accumulation of condensation or secretions during usage.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "the filter is in place on the exhale branch of the patient's respirator. The patient suddenly desature, because he can't exhale.". The filter was changed and the patient's oxygen saturation quickly rised. At the time of this report the customer reported the patient was "out of the resuscitation unit, and in continuous monitoring unit".